Event description:
The manufacturer received information alleging water is coming up through the mask,headache,nasal/throat irritation or soreness,particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging water is coming up through the mask,headache,nasal/throat irritation or soreness,particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the final attempt to have the device and components returned for evaluation, the customer that I am calling from philips in regards to their device. Customer decline and terminated the call. The manufacturer is submitting a follow up report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.